Event description:
It was reported that a superion patient has a spinous process fracture at l4 and l5. No further information is known at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.